Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that a leak had occurred after inserting the intra-aortic balloon (iab) and initiating therapy. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks were detected on the membrane approximately 6.6cm and 6.9cm from the rear seal measuring 0.127cm and 0.013cm in length. Additionally the optical fiber was found to be broken at the same location of the leak 6.9cm. The reported problem was most likely triggered by a leak which was found on the membrane. The penetrations found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.